Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the fill tubing process. After using multiple cartridges, insulin was released. The customer was able to resume insulin delivery. There was no known impact to the customer's blood glucose level.